Event description:
It was reported that around ten days post port placement procedure, the catheter was allegedly detached from the chamber. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter detachment as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: d4 (expiry date: 06/2023), g3, h6 (method). H11: b5, e1, e3, h6 (device). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, groshong single-lumen, 8f products are identified. (Expiry date: 06/2023).

Event description:
It was reported that during port placement procedure, the catheter detached from the chamber. There was no reported patient injury.